Event description:
Through implant patient registry and medical records it was learned a 25mm 11500a aortic valve implanted four (4) years one (1) month was explanted due to endocarditis with mild insufficiency and calcification. Patient presented to the hospital with fatigue, leg swelling, and weakness after a dental procedure. The explanted device was replaced with a 25mm 11500a aortic valve. Per medical records, the patients blood cultures came back positive and vegetations were detected on the 25mm 11500a aortic valve through an echo. A tee further revealed the presence of vegetation on the aortic valve, with moderate calcification, and an aneurysm was found in the ascending aorta. The 25mm 11500a valve was subsequently explanted and all the infected material was debrided. Following this, a new 25mm 11500a valve was seated. Concomitantly, the ascending aorta was replaced and grafted. Post-bypass tee verified the new aortic valves correct placement, normal left ventricular function, and absence of pvl. Patient was transferred to the cvicu in stable condition and without evidence of bleeding. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry that a patient with a 25mm 11500a aortic valve was explanted after an implant duration of 4 years, 1 month due to unknown reasons

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.